Event description:
It was reported that the patient faced an event where the cannula was bent and patient is unable to self-manage because the patient has hyperglycemia 430 mg/dl blurry vision, headache, vomiting got admitted into hospital for 8 days and treated with saline IV and insulin through IV on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.